Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's battery would not hold a charge, and the programmer would shut down on its own after approximately thirty seconds. The caller was advised to operate the programmer on line power and order a new battery. The current status of the programmer is unknown. There was no patient involvement.